Event description:
Country of complaint: (B)(6). Post operative breakage of a ceramic head. Left hip. Primary surgery: (B)(6) 2002. Revision surgery: (B)(6) 2013.

Manufacturer narrative:
Us agent notified (B)(4) 2013. Additional 510(k) number k081973. Evaluation: the device history record has been checked and found to be according to the specification, valid at time of production. There are no indications for a manufacturing- or material defect. The head properties and the microstructures as obtained from the quality documents accomplish the requirement as specified at the time of production. There are no indications of any pre-existing material defect. It appears from the surgical reports, that the head was combined with an inlay from the manufacturer eska. This combination is not approved by aesculap and not allowed. Involved components: nj107 - lot 51125115; excia-schaft - lot unk; eska-cup - no aesculap product; eska-ceramic-inlay - no aesculap product. The failure was caused by an not allowed combination with competitor, which is mentioned in the IFU. Off-label use.